Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed low reservoir. The blood glucose reading was 410 mg/dl, which was treated with a manual injection. The customer stated that she did not have the infusion set or reservoir set inserted correctly so she was not receiving any insulin. She was advised that she could put more insulin into the reservoir since she had primed too much. Nothing further reported.